Event description:
It was reported to ventec that the device was due for preventative maintenance. During the device evaluation, ventec observed that the exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of its exhaled tidal volume (vte) levels being low was confirmed. Ventec observed that the external flow module (efm) tube had a cut in it. Ventec replaced the efm tube to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was a cut in the efm tube.